Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no external damage. During inspection, the reported problem was duplicated. The root cause of the reported issue was found to be the normal wear. One of the flippers was sticking because of normal wear. Replaced the left plunger case.

Event description:
It was reported that the plunger head is not opening. No patient injury was reported.